Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This report is for analyzer 2 of 2. See MDR # 1061932-2011-01144 for analyzer 1 of 2. The sample collection and storage information was not provided by the customer. An analysis of the raw data associated with this sample determined that the platelet histogram pattern indicated severe low end interference. The software algorithm for the lh750 severe low end interference. The software algorithm for the lh750 analyzer identified the interference pattern and flagged the operator to review platelet results. A check of the platelet raw count information showed all three apertures produced similar results and none of them was voted out. As this appeared to be a sample-specific issue, field service was not dispatched to the site. The root cause of this event is unknown.

Event description:
The customer reported that the lh750 hematology analyzer generated an erroneously high platelet count of 256.4 x 10^3/micro l on one patient sample. The test results were accompanied by instrument-generated messages for cellular interference and platelet clumps and a review flag indicating results should be reviewed per laboratory's policy. Because of the flags, a manual platelet count was performed on the same sample and a count of 7.3 x 10^3/micro l was obtained. There were no erroneous results reported outside of the laboratory. There were no reported changes to patient treatment associated with this event.